Event description:
Customer reportedly obtained a result of 39mg/dl on the advantage system and 515mg/dl on a professional device within 10 minutes. Customer drank juice in response to symptoms. No adverse event reported. Requested return of suspect system and replacement was sent.